Event description:
Boston scientific received information that this s-ICD system was explanted due to a (B)(6) pocket infection, which had spread to include the associated electrode. The entire system was explanted with no other resulting adverse patient effects. No information providing regarding a replacement and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.